Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a failing expiratory valve. In consequence (correction) the expiration valve was replaced. There was no patient or user harm.

Event description:
It was reported that the ventilator alarmed "exhalation obstructed" during ventilation. The exhalation valve was replaced in an attempt to resolve the issue. There was no serious deterioration in the health of a patient, user or other person. The ventilator alarmed visually and acoustically. Medical intervention was not required. Investigation is ongoing.

Event description:
It was reported that the ventilator alarmed "exhalation obstructed" during ventilation. The exhalation valve was replaced in an attempt to resolve the issue. There was no serious deterioration in the health of a patient, user or other person. The ventilator alarmed visually and acoustically. Medical intervention was not required. Investigation is ongoing.

Event description:
It was reported that the ventilator alarmed "exhalation obstructed" during ventilation. The exhalation valve was replaced in an attempt to resolve the issue. There was no serious deterioration in the health of a patient, user or other person. The ventilator alarmed visually and acoustically. Medical intervention was not required. Investigation is ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a failing expiratory valve. In consequence (correction) the expiration valve was replaced. There was no patient or user harm. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information:  UDI related data quality updates only.  Field d4 was updated with full UDI information.